Event description:
The peritoneal dialysis (pd) nurse reported a patient had multiple leaks while using his cycler. The cycler alarmed with an "air leak" on 3 different occasions and a fluid leak occurred about 7 days prior to this call. The tubing sets were discarded. During a f/u call with the pdrn, she reported the patient was not treated by the clinic for any infections. The patient has not reported any fever or discolored effluent. The patient was not prescribed antibiotics by the clinic. The pd nurse could not confirm the patient's allegations of fluid/air leaks; however she reported the info that was relayed to her. The patient's cycler has been replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.